Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on(B)(6) 2025, the patient¿s cgm was reading between 42-48 mg/dl and going down while the bg meter was reading 160 mg/dl. At an unspecified time later, the patient¿s cgm was reading 260 mg/dl and the bg meter was reading 155 mg/dl. The patient started experiencing stomach cramps and went to the emergency room (ER) for an evaluation. At the ER, the patient was diagnosed with diabetic ketoacidosis (dka) and was treated with morphine, an IV with electrolytes, and insulin. The time frame between when the patient¿s bg meter reading was 155 mg/dl and when the patient was diagnosed with dka was not specified. No bg or cgm values were reported from the patient¿s time in the ER/hospital. It was also noted that the patient¿s tandem insulin pump was not properly inserted in the patient¿s skin and was leaking, therefore, unable to administer insulin to the patient properly. The patient was discharged home ¿after a couple of days or so¿. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.